Event description:
It was reported that the patient underwent a posterior surgical procedure from t2-pelvis with rods, screws and connectors. It was reported that the connector set screw on the left side came loose sometime post-op. The patient was experiencing significant back pain and underwent a revision surgery approximately 5 months post-op. The connector and setscrews were replaced. No additional patient complications were reported.

Manufacturer narrative:
Set screw threads do not show evidence of misalignment or cross threading. Microscopically examined set screw rod interface nodes and surfaces; the rod interface node surface witness marks, height and morphology of node deformation are atypical of fully seated set screws, in comparison to the bench comparison samples. Axial set screw witness marks oriented around the center consistent with rod movement due to set screw loosening. Set screw center node deformation height (@ center) significantly different than bench tested samples, consistent with incomplete set screw seating. The above observations suggest the rods may not have been fully seated on the mas saddle crown at completion of final tightening.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.